Manufacturer narrative:
The device was received for evaluation. During functional testing, false upstream occlusion alarm was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the fluid numbers out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion during an unspecified process step in the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.